Event description:
The account alleged that the head section will run down on its own if raised manually. No patient impact.

Manufacturer narrative:
The account replaced the head drive limit assembly to resolve the issue.